Manufacturer narrative:
Samples are being returned and have not been received for eval. Lot number was not supplied. A review of the device history record (DHR) could not be conducted. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, the metal of the valved cannulas detached from the caps, while the trocars were inside the eye. They stuck to the sclera. There was minimal delay and the case was completed with no injury or harm to the pt.